Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump reportedly lost power without user intervention after the battery was removed. The reporter attempted to power the pump on with multiple batteries with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the black box shows partially charged battery was installed during battery change on (B)(4) 2013; the battery voltage was not fully charged. The pump was tested with an external power supply and idle, sleep, rewind, and load currents all are within specification.. The battery compartment has a crack the threads and the returned battery cap was observed to have partially stripped threads. The cap is still able to carefully attach to the pump. Pump was exercised for 24 hours on a 1.0 unit per hour basal program with the returned battery cap; no power interruptions occurred during this time period. The black box shows a time and date reset after power on resets on (B)(4) 2013. Removal of the pump cover and a visible inspection showed the internal battery was leaking. No internal moisture, intermittent connections or damaged to the pcb was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.